Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 failed and required maintenance. A field service engineer canceled the work order because the customer confirmed that there was no issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 2 had failed and it require maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.